Manufacturer narrative:
Date recv'd by MFR: 14apr2020. The part was returned to the manufacturer for the failure investigation (fi). After testing, it was determined that the component failure u1 on the air flow sensor pcba created the low leak-co2 rebreathing risk problem. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019.

Event description:
The manufacturer's field service engineer (fse) encountered the low leak-co2 rebreathing risk during corrective maintenance. There was no patient involvement. The fse confirmed the reported low leak issue. The fse replaced the air and oxygen flow assembly to address the low leak problem. The unit successfully passed performance verification and is ready for use.